Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim a hypoglycemic event and intermittent vibration on (B)(6) 2014. Patient had low blood glucose level and called paramedics. Paramedics treated patient with dextrose 50%. No further medical intervention was necessary. Additionally, at the time of the call, dexcom technical support advised patient to test the alert functionality and patient reported alerts were functional.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded data log did not confirm the reported event of an intermittent vibration.

Manufacturer narrative:
(B)(4).